Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 12.2 mmol/l (system 1/ lot 497566 ), 6.2 mmol/l (system 2/lot 497566), 10 mmol/l (system 1/lot 497566), and 6.3 mmol/l (system 2/ lot 497566). The patient used two different vials of test strips from the same lot.